Event description:
It was reported that the patients right ventricular (rv) lead had dislodged into the right atrium. Resulting in unstable thresholds and loss of capture/no capture. The lead was extracted and replaced. No patient complications have been reported as a result of this event.